Manufacturer narrative:
(B)(4). The customer advised physio-control that they will be retaining their device and not returning the device for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device had no audio prompts when they opened the lid and powered the device on. This issue was reportedly intermittent and worked the second time they powered the device on. With no audio prompts, the user would not know how to properly use the device on a patient. There was no patient use associated.